Event description:
It was reported that during a vascular bypass, a note was left that stated ¿stapler failed to complete cycle.¿ it is unknown if the device partially stapled or locked-out and did not staple at all. It is unknown how the case was completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Results: protruding staples. The analysis results showed that the tx30v device arrived in good visual condition and with a reload present. Reload was received partially loaded with only 14 staples present and all protruding. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated, it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The device was tested for functionality with the test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.